Event description:
It was reported that during implant attempt, both leads had high thresholds and there was stimulation. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found full lead. Visual inspection: it was noted that blood/body fluid was observed on the distal conductor.